Event description:
Complainant states that the needles are falling off of the syringes and the facility they are selling them to is losing insulin. Complainant is mostly concerned with the amount of insulin lost, would like compensation.